Event description:
The patient was a (B)(6) male. The target lesion was the distal left circumflex (lcx). The lesion was a de-novo, heavily calcified and moderately tortuous. There was 99% stenosis. A gw (bmw universal ii) crossed the lesion and pre-dilation with a bc (life spear: 2.75/12mm) and ivus were conducted. Then a des (xience: 3.0/12mm) was implanted at the distal lcx, but a dissection on the vessel at distal portion of the implanted des was observed. To treat the dissection, cypher select+ (3.0/23mm: complaint product) was delivered to the target lesion, but it would not cross over the implanted des. Therefore, the physician made several attempts to deliver the cypher select+, pulling it back into the gc and pushing it distally. Eventually, the proximal edge of the stent of the cypher select+ was confirmed to be flared. Therefore, a new cypher select+ (same size) was implanted at the target lesion instead. Ivus was conducted and the procedure was finished successfully. There was patient injury reported, but the cypher select+ did not have a causal influence on the dissection. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant medical products: guiding catheter: taiga ta6 jl3.5 sh, balloon catheter: life spear 2.75/12mm, stent: cypher select+ 3.0/23mm, xience 3.0/12mm information received from an affiliate indicated that tracking difficulty through another stent was encountered with a cypher stent and while attempting to advance the stent across the initially implanted stent proximal strut up-lift occurred. The target lesion was the distal left circumflex (lcx). The lesion was a de-novo, heavily calcified, moderately tortuous and 99% stenosed. The lesion was pre-dilated followed by the implant of a 3.0mm x 12mm xience stent. After the stent was deployed a dissection occurred at the distal section of the implanted stent. To treat the event a 3.0mm x 23mm cypher select + was delivered to the lesion, but it would not cross over the implanted xience stent. Therefore, the physician made several attempts to deliver the cypher select+, pulling it back into the gc and pushing it distally. Eventually, the proximal edge of the stent of the cypher select+ was confirmed to be flared. Therefore, a new cypher select+ (same size) was implanted at the target lesion instead. Ivus was conducted and the procedure was finished successfully. There was patient injury reported, but the cypher select+ did not have a causal influence on the dissection. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported complaint of strut up-lift could not be confirmed. Strut up-lift and tracking difficulty are known potential adverse events associated with implanting coronary artery stents. Tracking difficulty through another stent is dependent upon, vessel characteristics, practitioner experience, appropriate size selection and the degree of stent wall apposition of the previously implanted stent. The IFU instructs that the stent delivery system should not be withdrawn into the guide catheter but instead removed as a single unit. Review of the information provided suggests that procedural and/or vessel/lesion characteristics may have contributed to the reported events. There is nothing in device history report review of the information received to indicate that there is a design or manufacturing related issue therefore no corrective action is required.